Event description:
Reporter indicated that the surgeon used a ks-3ai aq310ai 23.5d preloaded injector. After implantation in to the eye, a chip was noted on the optic of the lens. The lens remains implanted with no adverse events reported.

Manufacturer narrative:
Method: device history record review. Results: device history record review was performed - a review of the device history did not identify any deviations to the manufacturing, packaging, and sterilization process. Based on the investigation, nothing in the manufacturing of the lens and injector system was the root cause of this complaint. No definite root cause was identified. Conclusion: based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be identified. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Pt age and weight: unk. Explant date: n/a. (B)(4). Device evaluated by the manufacturer? No. Lens remains implanted. Method: work order search. Results: a device work order search was performed and no similar complaints were found within the work order. Conclusion: (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.